Event description:
Customer reported that he had some issues with his insulin pump. Customer stated that his insulin pump was delivering more insulin at night, more then what he had programmed. Customer stated that his insulin pump is alarming weak battery and failed battery test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.